Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking PICC is confirmed, but the cause of the event remains unknown. The device returned was one 3 fr powerpicc sv. Visual observation found adhesive and other residue. The printing on the extension leg and securement wings was somewhat worn at the distal end. The catheter terminated just distal to the 5-cm depth mark. Functional testing found a leak in the catheter at the hub during flushing, on the bottom side of the catheter. Microscopic evaluation found a transverse split/tear at the distal end of the hub, slightly recessed within the molded securement wings, wherein whitening of the material was apparent at the edges, as well as thinning of the material. No internal damage was noted around the hole within the lumen. Some peeling of the catheter away from the hub was also noted. The surface was irregular, but not jagged, and the break surface appeared granular. The side opposite the hole did not manifest notable damage. The damage took in approximately half of the profile of the catheter, and was nearly contained within the area delimited by the parting lines of the molded wings. No degradation of the catheter was obvious. It is apparent that stress resulted in the expansion of, if not the creation of, the hole, and possibly also the small amount of peeling away between the catheter and hub. The printing wear at the distal end of the securement hub and that the hole is on the bottom of this hub may be indicators of exposure to solvent used on the skin. The initial cause of the hole is unknown, but possible contributing factors include degradation and repeated movement. No further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use. The following IFU information may be helpful: ¿when using alcohol or alcohol containing antiseptics with polyurethane piccs, care should be taken to avoid prolonged or excessive contact. Solutions should be allowed to completely dry before applying an occlusive dressing. Chlorhexidine gluconate and/or povidone iodine are the suggested antiseptics to use. Alcohol should not be used to lock, soak or declot polyurethane catheters because alcohol is known to degrade polyurethane catheters over time with repeated and prolonged exposure. Acetone and polyethylene glycol containing ointments should not be used with polyurethane catheters, as these may cause failure of the device.¿ the ifus also warn against sharp instrument contact, suturing around the catheter, bending the catheter at sharp angles during implantation, cutting the stylet, etc. The ifus also give specific instructions for the securement procedures using a statlock device and tape strips.

Event description:
It was reported by the facility that leaking was noted on the PICC; it was subsequently exchanged for a new PICC. No harm to patient.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the facility that leaking was noted on the PICC; it was subsequently exchanged for a new PICC. No harm to patient.